Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white pegs broke (1) specific operational circumstances: on (B)(6) 2025, an orthopedic nurse performed an IV catheter insertion on the patient. The procedure proceeded smoothly. After connecting the catheter to the infusion tee, it was discovered that the tee's screw had snapped off inside the catheter's y-shaped connector, rendering it inoperable. (2) adverse event description: breakage of the infusion tee's screw. (3) impact on the patient: the nurse had to re-establish the patient's venous access, causing additional discomfort and resulting in repeated puncture injuries. (4) treatment measures taken and outcome: the nurse successfully re-established the patient's venous access. The venous catheter insertion was completed without further complications, though the patient suffered repeated puncture injuries during the process. The medical engineering department was notified for documentation, and the adverse event was reported according to hospital procedures.